Manufacturer narrative:
Sc-2408-74 sn:(B)(6). The returned lead was analyzed, passed all test performed and exhibited normal device characteristics. The reported event of lead migration was confirmed. Per labeling review, this is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause of the event is known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate stimulation on the right side. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the lead was replaced and repositioned at midline. The patient was doing well postoperatively and the explanted lead will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 7071580.

Event description:
It was reported that the patient was experiencing inadequate stimulation on the right side. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the lead was replaced and repositioned at the midline. The patient was doing well post-operatively and the explanted lead will not be returned.